Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service/repair records. Visual inspection was performed, and the following observations were noted: the top case was chipped and cracked. The battery and door were missing. Positive supply bgnd test error was identified in device history log. The reported event was replicated during testing. There was contamination on the main board. The reported event was confirmed. The root cause was determined to be contamination due to customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced main board and installed missing battery. Addition repairs included: replacement of right and left plunger case due to crack. Replaced left case o-ring, cable guard and delrin washer battery, battery door and battery door label due to missing. Replaced top case due to physical damage. Replaced plunger cable, position pot, worm coupling, worm gear, wavy washer, motor mount, lead screw, clutch halves, clutch spring and carriage plate for preventative measures. Device passed all functional and delivery tests after repair.

Event description:
It was reported that the device presented a positive supply ground test error message. No patient injury was reported.